Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge displayed 80%, then went to 75%, and jumped up to 100%. It was noted that that a power source alert occurred with multiple outlets. The customer's blood glucose level was not impacted and no power source alerts occurred with a new cable.